Event description:
It was reported that the patient experienced loss of stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.